Manufacturer narrative:
Based on the available information, this event is being reported as a death, however, customer stated that there was no adverse event related to the device. Additional information was received from a convatec territory manager on (B)(4) 2014 indicating that "...there was no adverse event with the flexiseal". In addition, the reporter requested that "...we do not call them anymore on this issue." The tm indicated that there was a "miscommunication" from the customer. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
It is reported that the issue occurred sometime in (B)(6) 2014 regarding over inflation (in excess of 200 ml) of the device causing erosion through the rectum. Ultimately, the pt expired.